Event description:
It was reported that the device was at elective replacement indicator (eri) and had short longevity. It was also reported that there was a lead integrity alert on the right ventricular lead for a rise in impedance. Fracture was suspected. Low r waves were also noted on the right ventricular lead. It was further reported that the atrial lead had long term far field oversensing. The device and both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) - the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) - the partial lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was distorted, several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.